Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient had a loss of therapy. The patient had their scs device for occipital pain and reported that it was not helping as much to reduce their pain. The patient had an MRI 1-1.5 weeks ago and forgot to turn off their ins. The patient started to have a new pain by their ear, the caller was unsure whether it was the right or left ear. The stimulation sensation was in the same location as before, but it was just not helping the patient as much. The caller was unsure if the patient would still have the pain by their ear if the stimulation was turned off. Impedance measurements were not taken. It was unknown if this was a sudden or gradual change in therapy or symptoms. The caller did not know if the patient had a negative response right after the MRI or if it started later. With follow-up it was reported that the patient had been planning on following up with their managing health care professional (hcp) and had not contacted the manufacturer representative for any additional follow-up of reprogramming sessions. There was no further information regarding cause, troubleshooting, interventions, or outcome. If additional information is received, a follow-up report will be submitted.